Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not reported. Omnipod software app version: not reported. Operating system: not reported. Hardware: not reported. Cgm sensor type: not reported. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient was transported to the hospital via ambulance. The patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod. Symptoms reported include fever (40/41 degree celsius) and high blood glucose. Details regarding treatment were not provided. Date medical treatment was sought was not reported. The pod was removed at the hospital and discarded.